Event description:
Presenting rhythm demonstrates atrial sensing with ventricular undersensing I ventricular over-pacing > 1:1 conduction (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).